Manufacturer narrative:
It was reported that the non-stick pads with adhesive tabs were used to cover end user's left shin abrasion. Per report, "within a few hours," the end-user developed "red, small bumpy, blisters" to the area under the pad. It was denied that end-user used or applied any other products (i.e. Ointments, creams, lotions) prior to application of the nonstick pad. Per report, approximately a week later, the end-user went to an urgent care where he was prescribed with medrol dose pack (anti-inflammatory medication). The end-user reportedly did not improve with taking medrol dose pack and he went to his primary physician two weeks later. The end-user was prescribed with another dose of anti-inflammatory medications and then his symptoms reportedly resolved. Per report, this is the first time that end-user used these non-stick pads and he has no known allergies. Due to the reported incident and required medical intervention, this medwatch is being filed. Samples are not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that end-user required anti-inflammatory medications after developing an allergic reaction to the non-stick pads with adhesive tabs.